Event description:
It was reported that the battery of the t:slim x2 pump would not charge despite various attempts with different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.